Manufacturer narrative:
(B)(4). Date sent: 11/19/24 d4: batch #unk the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number c9du4x, and no non-conformances were identified. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an employee that during a standard tissue test with a production echelon 3000 60mm standard device, encountered an issue on the eleventh firing. The eleventh firing was a design limit firing on 3.3mm (target thickness) porcine stomach using a prototype cartridge. During the firing, there was a loud pop halfway through the firing. The firing was completed and it was apparent that the distal half of the firing was not fully clamped and the staples were not formed (see attached for a CT image of the completed firing). There was also a small metal piece near the tissue once the device was removed from the tissue; however, it was accidentally discarded with the tissue remnant. The device and reload from the event were set aside for further examination. There was no procedure or patient involvement. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025 d4 batch #: c9dt89 corrected data: h4 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with two label with the information "sample not for sale. Caution: sterile sample not for human use!!" And "kv24148_copperfield g5 alloy test IV- device 1 11/12/2024. In addition, a non-saleable prototype reload for project copperfield was received not loaded on the device and fully fired with the retainer in place. The retainer was observed with a label with the information zxm100 / anneal f / 0.0115" / spool 96 / 3 uncoated 11/08/24. The reload does not have a batch number. Additionally, photos were provided and they showed the condition of the reported event. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. One wing of the knife was returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9dt89, and no non-conformances were identified.